Event description:
Caller states pt tested 6.6 inr on the coaguchek s system and 4.4 inr on a comparison lab. No action taken based on device result. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.